Manufacturer narrative:
Remove MDR codes 3221 and 67.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of approximately 530 mg/dl resulting in diabetic ketoacidosis and tachycardia. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.